Manufacturer narrative:
An event regarding a seating/locking issue involving a triathlon insert was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the device was not returned for review -medical records received and evaluation: not performed as no medical records were provided. -device history review: indicated devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: review of the reported lot confirms no other similar events reported. Conclusions: the exact cause of the event could not be determined because the device was not returned for review. A CAPA trend analysis was conducted for the reported failure mode and concluded that seating/locking difficulties may arise from user-related issues associated with the preparation of the joint space prior to the attempted seating and with the technique required to correctly introduce the insert component to the baseplate. No further investigation for this event is possible at this time. If devices/additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Triathlon cs tibial insert would not properly seat. Opened and implanted a different cs insert.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Triathlon cs tibial insert would not properly seat. Opened and implanted a different cs insert.